Manufacturer narrative:
Hemiparesis, ataxia, and paresthesia are known side effects listed in the information for prescribers. The investigation of this incident has not yet been completed and this report will be updated following a finalized investigation. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
Twelve hours following focused ultrasound treatment for essential tremor, the patient began to experience symptoms, some of which were found to be transient. One week after the treatment, the patient still experienced hemiparesis, ataxia, and tongue paresthesia, which were only partially resolved. The patient was hospitalized for rehabilitation.

Manufacturer narrative:
No device malfunction. Treatment parameters were in line with the typical range. Hemiparesis, ataxia, and paresthesia are known side effects listed in the information for prescribers. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
Twelve hours following focused ultrasound treatment on the left side for right sided essential tremor, the patient began to experience symptoms, some of which were found to be transient. One week after the treatment, the patient still experienced hemiparesis, ataxia, and tongue paresthesia, which were only partially resolved. The patient was hospitalized for rehabilitation. Three months after the treatment, the patient improved with some residuals of the reported side effects.